Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: not possible to get 3d image a1102: error message a110201: black screen g2: this event occurred in france, see e1-e3. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that before surgery after 2d images, it was not possible to get a 3d image. There was a black screen on the mobile view station (mvs.) After a reboot, the screen was white with an error message that the site did not capture. The mvs was rebooted several times. After rebooting the ias and mvs, it seemed to work. There was no patient involvement. Additional information was received stating that the problem from customer was not being able to do a shot with the imaging system. A patient was installed. The intervention was not stated yet.